Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as an open wound from a pre-existing drainage port under the left te pad and an infection in the fatty tissue layer. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed a round of antibiotics for the infection. Follow up indicated that the infection improved.